Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 43 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a CT scan of the chest, and the findings were notable for soft tissue filling defect along aortic root side of noncoronary cusp concerning for thrombus formation. The patient was started on heparin drip and inr goal increased to 2.5-3. No further information was provided.